Event description:
It was reported through a research article of a non-abbott (twente) clinical 2 year study that patients were randomized to either a xience v stent or a non-abbott 2nd generation stent. Some of the patients had the stent implanted covering the aorta-ostial (ao) region of the right coronary artery (rca) and some of the patients had the stent implanted not covering the ao region of the rca. This is being filed to report potentially related events of target vessel myocardial infarction, target vessel revascularization, target lesion revascularization and stent thrombosis within the xience v stent group. Available patient information is documented. Details are listed in the article, titled 'clinical outcome of patients with implantation of second-generation drug-eluting stents in the right coronary ostium: insights from 2-year follow-up of the twente trial.'

Manufacturer narrative:
(B)(4). Date of occurrence estimated as 08/01/2012. Date of implant estimated as 06/01/2008 there was no reported device malfunction and the product was not returned. The reported patient effects of myocardial infarction, thrombosis and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to operational context of the procedure. Article; clinical outcome of patients with implantation of second-generation drug-eluting stents in the right coronary ostium: insights from 2-year follow-up of the twente trial.